Event description:
Reporter stated the pump switched on and off by itself, e8 (power interrupt) error was displayed, and at one time the buttons were not functional. No adverse event was reported. The alleged product was requested to be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.